Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and healthcare professional (hcp) intraoperatively regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The rep states that all contacts associated with 0 are showing >4000 ohms after the lead was replaced. The rep ran impedances at 2.0 volts at 270 usec, and technical services had the rep up this to 2.5 volts and 360 usec and the issue remained. The patient was getting motor response with the test cable at 0.7 volts. The rep notes they tried wiping down the lead multiple times and reinserting but the >4000 ohm issue remained. The rep also mentioned that there was blood in the header block at one point but the doctor was able to get it out. The rep tried hooking up the ins and setting up a couple programs to test for motor response: program 1, 0-3+ went up to 2.0 volts but did not get any response. Program 3, 2-0+ increased voltage but did not get motor response at a voltage they thought was reasonable. Technical services reviewed that it could be a contact issue, possibly an ins issue and asked if they had 0 contact issues before the revision and it was unclear if they did. No symptoms were reported and follow up to be conducted for further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via a manufacturer representative. It was reported that the lead was removed from the ins, wiped down, reinserted into the ins, and put back into the pocket and impedances were rechecked 8 times. All the 0 combos remained greater than 4000 ohms and the doctor decided to program around the impeding combos because they had great motor responses on all 4 electrodes. The high impedances were not resolved and the cause was unknown. Patient had no symptoms after the revision and from what they could tell, it may have been a lead issue although they got great motor responses on all electrodes they were not completely sure. No further complications were reported.